Manufacturer narrative:
Investigation results on retained samples only, product was not returned to the manufacturer.

Event description:
Home dialysis patient passed away during dialysis treatment. There is no record of blood loss, no record of any type of drug reaction or machine fault. No further information was provided. Additional products used during the dialysis treatment: gambro ak95 dialysis machine. Gambro bicart 720g cartridge. Gambro soft pack g394 concentrate. Polyflux l 21 dialyzer.